Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. Evaluation also revealed that the bolus button was detached. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the rubber keypad is intact. The audio bolus button cover was found to be detached. A detached bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The missing bolus button is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. The keypad flex was found to be peeling off from the base. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).